Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was blood inside the probe during an unspecified procedure involving an olympus ultrasonic probe. The customer reported the probe was cleaned. The technical assistance center (tac) representative recommended presoaking and manually cleaning the probe in accordance with the instructions for use to clean the blood from the device. There was no patient injury reported.